Event description:
It was reported that cgm error alarm occurred during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, error alarm did not recur, and sensor session was successfully restarted.